Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Investigation summary: the complaint unit was received at the service center and evaluated. It was reported that the gears on the micro tornado handpiece with hand controls were grinding, the reported failure was confirmed. During evaluation, the blade doesn't lock into shaver. In addition the device was replaced. The repair and testing of the unit was completed per the service manual, bringing the unit back to full functionality. The unit passed all functional tests and is fully operational. The possible root cause for the reported failure cannot be established. Given that invalid lot number was provided, a manufacturing record evaluation (mre) review cannot be performed. If the lot number becomes available, the mre review will be performed. At this time, no corrective action is required, and no further action is warranted, as the device was repaired and is fully functional. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. Device history lot : given that invalid lot number was provided, a manufacturing record evaluation (mre) review cannot be performed. If the lot number becomes available, the mre review will be performed.

Event description:
It was reported by the sales rep via phone that during a shoulder repair surgical procedure, it was observed that the gears on the micro tornado handpiece device with hand controls were grinding. They completed the case with a like device with no patient harm or surgical delay. During in-house engineering evaluation, it was determined that the blade did not lock into shaver. There was patient involvement. There were no reports of any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.